Event description:
It was reported that after a da vinci-assisted surgical procedure, there was a cut in the tip of the fenestrated bipolar forceps instrument and the plastic part was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps (fbf) instrument by the customer noting a cut in the tip of the instrument and a broken plastic part, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fbf to perform failure analysis. Failure analysis investigations confirmed the customer reported event. The fbf instrument was analyzed and found to have bipolar yaw pulley thermal damage. The yaw pulley showed signs of charring and localized melting at the base of the grip. On the exterior of the yaw pulley at the base of the grip, a plastic part appeared to be cut and broken off. Visual inspection did not find any other thermal or physical damages. No insulation damage was observed. The conductor wire is not damaged or broken. The complaint regarding the reported event was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that there was a cut in the tip of the fenestrated bipolar forceps instrument and the plastic part was broken. Fa confirmed signs of thermal damage on the yaw pulley with no damage to the conductor wire and insulation. However, thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.